Event description:
On (B)(6) 2012, the patient contacted animas and reported that all three keypad buttons had a delayed response. The patient said that the issue was noticed six months ago and the patient continued to wear the pump. The patient reportedly cleaned the pump with a water-dampened cloth about twice a week and wore the pump attached to a belt. No damage to the pump or moisture in the pump was alleged. There is no patient impact associated with this complaint. The complaint is being reported because of the issue with the delayed response in the keypad buttons.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad is torn at the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons are responding appropriately to button presses. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.